Event description:
It was reported that during a breast biopsy on (B)(6), 2026 with an atec device, that "the device appears to have shed metallic debris along the biopsy probe tract." The procedure was able to be successfully completed. Customer outreach was performed and confirmed the patient underwent imaging on (B)(6), 2026 which "confirmed the presence of the hi desnity speckled material along the probe tract" and a "biopsy was done on (B)(6) 2026 to collect a sample of the hi density speckled material." The resulting pathology from (B)(6) 2026 confirmed "black non-staining foreign body material" and they are "trying to arrange metallic assay". The customer reports the device and its packaging were disposed of prior to recognizing the foreign material, so they cannot provide the lot # or device. No further information is available at this time.

Manufacturer narrative:
The lot number of the device was not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known.